Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
As per device explant form, the device was explanted due to lack of progress.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted patient was reportedly explanted of the left side device due to lack of progress. Despite being requested, no further information has been received. The patient has been re-implanted.